Event description:
It was reported, the patient had a replacement of a "faulty lead." The patient recovered without sequela.

Manufacturer narrative:
Product ID 3889-28 lot# v846377, implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4). Analysis of the lead found no anomaly.